Event description:
Additional info received from the reporter on 06/23/2014: unfortunately, I endured a total hysterectomy on (B)(6) 2014. The procedure was performed and documented as lavh. I was fortunate enough to keep my ovaries, however lost my cervix, uterus and fallopian tubes. The surgery was my last resort to eliminate the mysterious symptoms. Recovery is making for a horrible (B)(6).

Event description:
Excruciating pain in tailbone when sitting erect. Pain subsides when standing. My job requires computer work and occasional travel which poses problems. (B)(4).